Manufacturer narrative:
Follow-up #1: date of submission 12/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: review of the black box data did not reveal any power on reset events on or before the reported date of (B)(6) 2016. On examination, the battery compartment was cracked in two places; from the threads down to the case seal on the side, and above the grip pad. The returned battery cap threads were stripped. The cap was unable to fit on the pump properly, leading to reboots. The reported ¿power¿ complaint was duplicated. A test battery cap was able to fit to maintain electrical connection. No further power interruption occurred during the investigation with the new test cap in place on the pump. The pump cover was removed with no intermittent condition found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.